Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore, it is reportable. Device eval: one swg and one introducer needle were returned for eval. The returned sample was examined visually and under magnification. The swg was securely lodged within the introducer needle. There were several kinks observed throughout the swg. The end welds on the swg were observed to be intact, the core wire was broken and the swg was unraveled. The core wire break measured approx 16.5" from the j-tip. The core wire was curved at the distal end and broken in the round portion of the swg. The curve in the distal end of the core wire is similar in appearance to a wire that has been withdrawn against a needle bevel. The instruction booklet included with the kit describes suggested techniques to minimize the likelihood of swg damage during use. The instructions caution that if resistance is encountered when attempting to remove the swg, do not withdraw the swg against the needle bevel to minimize the risk of possible severing or damaging the spring wire guide. The od of the swg was measured and met spec. It was also observed that the swg was inserted into the introducer needle with the straight end rather than the j-tip end. The device history record review for the swg was reviewed with no relevant findings. The report of swg removal difficulty was confirmed through examination of the returned sample. The swg core wire was broken and the swg was unraveled. Based on the condition of the sample and the info provided by the customer, the potential cause is incorrect user technique. A customer in-service has been initiated for this issue.

Event description:
It was reported that this was a difficult procedure to find a subclavian entry to place the spring wire guide (swg). At a certain moment the swg would not enter the vessel and it appeared to be bent. The physician attempted to retract the swg and then he saw that the swg was almost broken. It was a "lot of work" to retract the swg from the pt's body. As a result, a second attempt was successfully performed with a new cs-14502. There was a 30 minute delay/interruption in therapy. The outcome of the pt is "good." One of the anesthetists reported that they never had problems with the adult catheters, but only with the pediatric catheters, in which the swg's are much thinner.